Event description:
The customer reported that during an rf ablation procedure, a liver rupture occurred. At that moment loud popping sounds were confirmed and the staff observed large bubbles at the ablation site in ultrasonographic image. The rf ablation was suspended. Transfusion of 800ml was required. An angiography for hemostasis of intraperitoneal bleeding caused by liver rupture was performed. The patient is in follow-up care.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.